Manufacturer narrative:
Product code - unknown. Lot number - unknown. Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown product code/lot number combination. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical received FDA mw5076183 on april 4, 2018 that reported the following. The patient was prepped and draped for an arteriogram in an attempt at revascularization. The left common artery was accessed under ultrasound guidance. During the course of ending, the procedure and pulling the sheath back there was resistance. The proximal portion of the sheath separated from the distal end and the patient needed to be taken to the operating room immediately to extract the remaining portion of the sheath. The product was a 5fr terumo pinnacle sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.